Event description:
Caller states the pt tested 7.7 inr on the coaguchek xs system and 4.3 inr on a comparison lab. Pt was treated with vitamin k, and coumadin was held for 3 days based on the meter result. Pt had started eating more green vegetables prior to testing. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.